Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that between (B)(6) 2022 to (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. His blood glucose level was between 330-359 mg/dl at the time of the event. Moreover, the infusion set had been used for 1-2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.